Manufacturer narrative:
Lot #: ak7d35, catalog # 712527. Method: surgical notes. Result: the reported device was implanted in 1997. No product issue or failure could be identified based on the information provided. Device manufacturing review could not be performed since the product was manufactured and implanted 5 years before stryker acquired the original manufacturer of the product - surgical dynamic co. Device was not returned for evaluation as it remains implanted. The patient find out about a recall associated with ray cage and requested more information. It was confirmed that the affected lots were manufactured over 10 years after patient's surgery and therefore the devices associated with this complaint are not within the scope of this recall. Conclusion: no failure was identified based on the information provided nor it can be concluded that patient pain is related to the reported device.

Event description:
It was reported that the patient was implanted with a threaded cage in 1997 in lower lumbar. Patient is experiencing pain in the same area. Saw there was a recall on this product and wanted more information.

Event description:
It was reported that the patient was implanted with a threaded cage in 1997 in lower lumbar. Patient is experiencing pain in the same area. Saw there was a recall on this product and wanted more information.